Event description:
Device 2 of 2, reference MFR. Report: 1627487-2017-06146. Follow-up identified effective stimulation was restored following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report: 1627487-2017-06146. It was reported the patient underwent surgical intervention on (B)(6) 2017 during which the leads were repositioned in order to gain improved coverage. Effective stimulation was achieved intra-operative.